Event description:
It was reported that the device was deactivated prior to implant. After implant, the device was found to have therapies enabled. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.